Event description:
Pt. With synchomed infusion pump inserted to deliver morphine sulfate for pain mgmt to spine. Readmission 11-16-98 with diagnosed infection. Subacute csf infection. Physician eval infectious disease. Recommend removal of foreign body 11/25/98. Cultures negative until 1/18/99. Positive mycobacterium fortuitum. Treated with antibiotic therapy. Subsequent csf cultures negative. Pump had been accessed twice; 9/3/98 & 11/22/98. Pt had recurrent episodes of infection and antibiotic therapy.